Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2 of 5. The registered nurse (rn) stated that the supply bag fell off of the night stand and became disconnected from the supply line. The technical service representative (tsr) explained the alarm and explained to cycle the power off/on twice to clear the alarm. The tsr advised the rn to start over with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
During a follow up with the nurse director stated that patient had continued with the pd therapy at the time. She stated that the patient has since expired in the hospital due to a bowel issue. She was unsure if the bowel issue was related to the pd therapy. She stated that she did not have any further information. (Death and bowel issue being addressed in a separate complaint).